Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the batteries, power cord, panel board and vent control panel cover. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht50 ventilator battery needs to be replaced. The ventilator was not in use on a patient at the time the event occurred.